Event description:
It has been reported that the 0.3ml 31gx6mm u-100 insulin syringe walmart has been found experiencing leakage and difficulty to operate during use. The following has been provided by the initial reporter: material no. 328521 batch no. Unknown. It was reported that plunger rod is difficult to move when drawing medication and insulin will leak around the barrel during injection. Verbatim: relion pet owner reported that his wife is the one who gives the pet shots. Stated, plunger rod is hard to move because the stopper is stiff inside barrel. Stated, insulin will leak around barrel during injection. Stated, its hard to draw medication because plunger rod is difficult to move. Lot is unknown. Item: 31g, 6mm, 3/10ml 328521 samples available. Occurrence dates unknown. Consumer could not provide dates for different issues but all syringes that are being reported, came from same box.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the 0.3 ml 31g x 6 mm u-100 insulin syringe (B)(6) has been found experiencing leakage and difficulty to operate during use. The following has been provided by the initial reporter: material no. 328521, batch no. Unknown. It was reported that plunger rod is difficult to move when drawing medication and insulin will leak around the barrel during injection. Verbatim: relion pet owner reported that his wife is the one who gives the pet shots. Stated, plunger rod is hard to move because the stopper is stiff inside barrel. Stated, insulin will leak around barrel during injection. Stated, its hard to draw medication because plunger rod is difficult to move. Lot is unknown. Item: 31g, 6 mm, 3/10 ml 328521. Samples available. Occurrence dates unknown. Consumer could not provide dates for different issues but all syringes that are being reported, came from same box.

Manufacturer narrative:
Investigation: customer returned (14) loose 31gx6mm, 0.3ml insulin syringes. Consumer reported plunger rod is hard to move because the stopper is stiff inside barrel, and insulin will leak around barrel during injection. All 14 returned syringes were examined, then tested for flow: all 14 syringes were able to draw and expel properly, and no difficulty moving the plunger rods was observed. No evidence of manufacturing defect was observed. Since no manufacturing defects were observed the alleged issues could not be confirmed. Unable to perform a DHR review due to an unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It has been reported that the 0.3ml 31gx6mm u-100 insulin syringe walmart has been found experiencing leakage and difficulty to operate during use. The following has been provided by the initial reporter: material no. 328521 batch no. Unknown. It was reported that plunger rod is difficult to move when drawing medication and insulin will leak around the barrel during injection. Verbatim: relion pet owner reported that his wife is the one who gives the pet shots. Stated, plunger rod is hard to move because the stopper is stiff inside barrel. Stated, insulin will leak around barrel during injection. Stated, its hard to draw medication because plunger rod is difficult to move. Lot is unknown. Item: 31g, 6mm, 3/10ml 328521 samples available. Occurrence dates unknown. Consumer could not provide dates for different issues but all syringes that are being reported, came from same box.